Manufacturer narrative:
The screw was not returned for evaluation. No indication was given regarding whether the screw was explanted or intent to return. Should the screw become available at a later date, it will receive a full evaluation. A review of the device history record could not be conducted as the product code and no lot number are unknown. A 12 month review of the complaint trend analysis for the expedium or moss miami screw could not be conducted as no product code was provided. Although the literature article in question is listed as featuring moss miami parts, it is uncertain if the screw and rod instrumentation are moss miami. As such, a precise 12 month review cannot be performed as no specific product code or family could be identified. If additional information is provided at a later date, a full trend analysis will be performed. Without the screw, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as the information provided is insufficient to determine if there is a systemic trend. Therefore, this complaint will be closed with no further action required. Should more information and/or the sample be provided, this complaint will be reopened and will receive additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Other text : not returned.

Event description:
Post market surveillance review: literature article: clinical outcome of spinal reconstruction after total en bloc spondylectomy at 3 or more levels (yoshioka, k.) Publication date jan 2013 n=1 radiolucent lines around pedicle screw at the distal end (asymptomatic, 40 mos after surgery) screw loosening is known to cause construct failure over time in some cases.